Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was "totally unresponsive". Customer tried to charge pump and led flashed red. Upon trying to turn pump back on, the led changed from red to green. However, pump touchscreen was blank. Customer's blood glucose was 251 mg/dl. Customer reverted to using insulin pens for insulin therapy.